Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was "high"; however, a specific value was not provided. Reportedly, the customer treated bg level with the pump and had alternate backup insulin therapy available. The customer continued to use the pump for insulin therapy.